Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the surgeon did not use the suture, the customer saw that the thread came off the needle at each 12 and was immediately forwarded. There was no patient involvement.